Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of non-sustained vf caused by undersensing was observed. Programming changes were made. The patient will continue to be monitored.